Manufacturer narrative:
Device details unavailable at the time of this report, this report is filed on november 02, 2016. Registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. Re-implantation is planned but has not occurred as of the date of this report november 02, 2016.